Manufacturer narrative:
Additional information: h4: the lot was manufactured january 6-7, 2025. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph showed white drug precipitate at the connection of the blue winged luer cap and flow restrictor. The reported condition was verified. The cause of the condition could not be determined; however, may be due to use-related in which the blue winged luer cap may not have been securely tightened after the device was filled with drug fluid. The product label indicates the blue winged luer cap should be securely connected to the flow restrictor after fill. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor leaked; drug was found on the outside of the blue cap. The issue occurred before patient use. The device was filled with 2800mg fluorouracil in 115ml sodium chloride 0.9%. There was no patient involvement. No additional information is available.